Manufacturer narrative:
An attempt to reproduce the reported behavior was conducted and confirmed the issue is not reproducible. We have tried patients from our tests clinics using multiple user accounts and did not observed this. We also had a meeting with the reporting clinic and were unable to see this behavior on call. Not confirmed: testing and/or analysis refute the issue occurred at the time of the reported event i.e., there is no evidence to suggests the issue happened. After conducting thorough investigation, it was determined that the data displayed within the pow dashboard was accurate and consistent across multiple user accounts. Internal testing included logging into test clinics using more than one user account and verifying the patient's triage status on the pow dashboard. The triage status remained consistent across all users. Additionally, during the meeting with the reporting clinic, the team reviewed the triage status directly within the clinic's environment and no mismatch or discrepancy was observed. To assist with the resolution , provided the below feedback. Team had a call with reporting clinic. Since the triage status of patient on pow dashboard was no same for all users, details were shared to get more information about data and system status(in case this is observed again). We are proceeding to close this ticket as we have not received further response. If the reported issue persists, we kindly request you to provide the updated information so we can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a report anomaly as carelink report system shows different results for same customers. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. A product return is not applicable for non physical devices.